Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had an overload fault at boot up. No pt injury was reported.